Event description:
The customer reported that the "calculation of 'fluid challenge guided' protocol gets the result 'sv < 10% fluid responsive unlikely'. But when calculated manually this result is incorrect, because the patient has > 10% increase". "This calculation is very frustrating for our customers and result in a wrong treatment". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the customer confirmed that the device will not be returned to masimo to allow an analysis to be performed. If the device is returned for evaluation at a future date or if new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. H3 other text: product will not be returned.